Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. After opening the suture box, it was noted the pledget size was not as expected. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/13/2018. Evaluation: two opened ceco boxes for product was received. The boxes were opened and visually inspected. Total 23 ea were returned in which 21 ea were received in intact condition 2 were observed in opened condition. All the received intact samples were opened and visually inspected as well as checked against voc assembly - incorrect component. Upon visual inspection and testing it has been observed that 22 ea were having average an length for pledgets that do not meet specification limit and one suture was observed without pledget. Five retain samples of incident product code and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects, but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, but no such defects were observed. During pledgets verification the pledgets size was observed to be at a higher length than required by specification. As the complaint is related to assembly - incorrect component, visual inspection along with pledgets length, width, height test is applicable and measurable parameter. The average length width and height values of the retain sample were found not meeting the average specification requirement. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. All the individual as well as average pledgets length values of retain sample as well as complaint reference sample do not meet the specification requirements.